Event description:
It was reported to boston scientific corporation that a flexima biliary stent system was used during a procedure in the bile duct of a female patient. During the procedure, the guide catheter stretched and separated as it was retracted for stent deployment and the stent was not able to be deployed. The broken guide catheter remained within the push catheter allowing the device to be removed in one piece. The procedure was aborted due to the length of time the procedure with no reported patient complications. The procedure was rescheduled and successfully completed on (B)(6) 2010 with an olympus tube stent.

Manufacturer narrative:
The patient's exact age is unknown, but is reportedly over (B)(6). The device has been received; however the evaluation has not yet been completed. Upon completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation that a flexima biliary stent system was used during a procedure in the bile duct of a female patient (patient age and weight are unknown). During the procedure, the guide catheter stretched and separated as it was retracted for stent deployment and the stent was not able to be deployed. The broken guide catheter remained within the push catheter allowing the device to be removed in one piece. The procedure was aborted due to the length of time the procedure with no reported patient complications. The procedure was rescheduled and successfully completed on (B)(6) 2010 with an olympus tube stent.

Manufacturer narrative:
A visual evaluation of the returned device revealed the proximal end of the push catheter was buckled. The suture hole was torn.. The guide catheter was broken in two pieces. The proximal piece of the guide catheter was stretched, broken and was stuck on a guidewire. The guidewire could not be removed from the proximal broken piece of the guide catheter assembly due to resistance. There was no visible damage observed on the guidewire and was not a likely contributing factor to this complaint. The distal end of the stent was kinked/bent. Based on the condition of the device and the details of the event, the most probable root cause for this complaint is operational context.